Manufacturer narrative:
(B)(6). Functional testing was performed and it was confirmed that the bushing rotates. Visual inspection confirmed that the batch was not deburred and there was no damage to the hub/sluff. Scoring was noted on the inner tube. Measurements of the scoring locations were taken. Review of the device history record was performed which confirmed no inconsistencies. A root cause could not be determined for this event. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a surgical procedure it was reported that the burr reportedly left shavings in the articular space. The shavings were removed by using another shaver blade on hand. The issue created a minimal delay.